Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, on (B)(6), 2011, the device was interrogated, the physician observed that the last charge displayed in the overview screen appears as n/a. Moreover, two out of three charge time tests failed. The physician required an explanation of both reported behaviors.